Event description:
It was reported that when the patient presented in hospital for an unrelated procedure, the pulse generator was found to be in a backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.